Event description:
Customer reportedly obtained results of 7.4 inr and 7.9 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No action taken on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.